Event description:
On (B)(6) 2024, a patient underwent for a recanalization procedure using aspirex. During a recanalization procedure, the wire allegedly broken. It was further reported that the fuselage was allegedly jammed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4.manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter 80211_fa087976_241380_aspirex s 10f x 110cm and a guidewire 80265_92209126_gw 0.025'' 6 270cm angled were delivered and physically investigated. During physical investigation a catheter and a broken guide wire were received. The guide wire was found broken at 29 cm from the tip of the guide wire. The rest of the guide wire was 241 cm long. The test guide wire passed through the catheter without any resistance. After running in the water aspiration test was performed and lower than nominal aspiration level was achieved. Therefore, the investigation is confirmed for the reported break. The user report does not provide more detail information when the break occurred and therefore it is not clear how the guidewire tip break happened. A clear root cause could not be identified but a broken guidewire represents a known inherent risk.labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.